Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 10/31/2023, while the patient was sleeping, the cgm was reading 108 mg/dl. Suddenly, the patient started screaming and began having a seizure. The patient¿s parent tested his bg meter reading, and it was low mg/dl. The patient's parent called 911 and administered a glucagon injection to the patient. Once emergency medical services (ems arrived, the patient was already feeling better due to the glucagon injection. Ems provided the patient with no further treatment/medication. The patient was not transported to the hospital. The patient recovered and was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.